Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown synthes veptr /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: baxter g et, al (2014), complications of growing rods used for early onset scoliosis, european spine journal vol. 23(s1), page s118 (united kingdom). The aim of this study is to identify complications experienced by patients undergoing growing rods surgery for early onset scoliosis (eos) and investigate complication rates between different growing rod implants. A total of 44 patients underwent growing rods surgery for early onset scoliosis. Of these patients, 8 patients were treated with unknown synthes veptr. Average follow-up duration was 5.8 years. The article did not specify which of the devices were being used to capture the following complications: 36 had wound complications. 3 had alignment complications. 6 had general complications. 7 had neurological complications. 24 had implant complications. This report is for an unknown synthes veptr . This report captures the following events: implants complications. This is report 2 of 2 for (B)(4).